Event description:
It was reported that the motor device was not registering on the console device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the connector pin was pushed back, there were holes in the cord, the console device did not recognize the device and the safety cap and cable were missing. Therefore, the reported condition was confirmed. It was determined that the pins were pushed back in the connector from the connector not being properly aligned and forced into the female connector when plugging it into the consoled device. It was determined that the holes in the cord were from allowing the cord to come in contact with a sharp object. It was determined that the console device did not recognize the device because the pins were pushed back. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.